Event description:
On (B)(6) 2011, a 12x25cm patch of veritas collagen matrix was implanted to repair a 10 x 25cm ventral hernia using a bridge technique without component separation. The surgeon did not resect the sac. Interrupted suture was used to secure the patch and two drains were placed. The pt used an abdominal binder post-op. One week later, no seromas were present and the repair was intact. The drains and binder were removed. The pt spent about 10 hours traveling by car to f/u with the surgeon. The next day, the pt experienced lower abdominal pain with massive abdominal swelling. A CT scan showed a large reherniation which was identical to the pre-repair. No infection was reported. The surgeon suspected that the pt had a rough day that perhaps was too stressful. The pt is scheduled to have the reherniation repaired in (B)(6) 2011.

Manufacturer narrative:
No product was returned for eval, as the product is currently implanted. The device history record was reviewed. According to the device history record, the device met spec at the time of manufacture.